Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient also experienced infection on the right side and the right breast implant was explanted on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided that there was no impaired healing on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round spectrum 425cc breast implants and experienced infection on the left side and delayed healing on the right side. The right breast was sown back up, and the left breast implant was removed on (B)(6) 2017 due to a culture returning positive for pseudomonas bacteria. This report is for the left side.

Manufacturer narrative:
On 10/25/2019, mentor became aware that manufacturer report number 1645337-2019-20294 is a duplicate of this complaint. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).